Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call, part of the battery compartment fell down while customer was changing the battery, and is missing. Customer's blood glucose was 7 mmol/l. The device wasn't dropped nor bumped. The battery cap was screwed in correctly. Customer was advised to revert to back up plan and the device needed to be replaced. The device is not returning for analysis.

Manufacturer narrative:
The insulin pump was received with broken battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and stained end cap sticker.